Manufacturer narrative:
According to the information provided, the issue occurred when customer was performing diagnosis for the patient. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) connected with the customer and confirmed that the system¿s was unable to start. The rse instructed customer to restart the system by pressing power button on host computer. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) performed trouble shooting with the customer and it was found that the host pc did not start. The rse advised the customer to start the host pc using the power switch on the front of the chassis. Once the host pc was started, the system was turned back on and returned to use in good working order.